Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). D10 narrative: item#: unknown coonrad/morrey humeral. Lot #: unknown. Item name: unknown coonrad/morrey humeral. The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported the patient underwent a right elbow procedure on an unknown date. Subsequently, the patient is being considered for a revision on an unknown date due to unknown reasons. Due diligence is in progress. No additional information is available at this time.

Event description:
No additional information is available regarding the incident.

Manufacturer narrative:
This event is recorded by zimmer biomet under cmp-(B)(4). The following sections have been updated: b4, b5, g1, g3, g6, h2, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A rendering of the implanted products and bone were provided. However, as this was from a patient matched implant request from another company, further analysis could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Attempts have been made to gather all product identification information, and no further information has been provided. A definitive root cause cannot be determined. The reported event is unconfirmed. H6 component codes: proposed code: mechanical (g04)- stem if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.